Manufacturer narrative:
H6 impact codes: unexpected diagnostic intervention f22 added.

Event description:
It was reported that the patient experienced st segment elevations. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and positioned the was in the laa of the patient. Shortly after this the patient began experiencing st segment elevations. No air embolism was seen on the imaging. The patient was given medication to help with the st segment elevations and the procedure was continued. The physician successfully implanted the closure device in the laa of the patient. After the closure device was deployed and all the devices were removed from the patient, they recovered from the st segment elevations. No other complications were reported to have occurred, and the patient has since been discharged from the hospital. It was further reported that post procedure a left and right heart catheter was performed by another physician and showed zero signs of air embolism.

Event description:
It was reported that the patient experienced st segment elevations. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and positioned the was in the laa of the patient. Shortly after this the patient began experiencing st segment elevations. No air embolism was seen on the imaging. The patient was given medication to help with the st segment elevations and the procedure was continued. The physician successfully implanted the closure device in the laa of the patient. After the closure device was deployed and all the devices were removed from the patient, they recovered from the st segment elevations. No other complications were reported to have occurred, and the patient has since been discharged from the hospital.